Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) experienced intermittent capture on the left ventricular (lv) lead and high threshold measurements. The device was reprogrammed, and the patient will continue to be monitored. Patient is not dependent. No adverse patient effects were reported.